Event description:
It was reported that the home patient (hp) was unable to open and close the transfer set. The hp indicated that they had been performing peritoneal dialysis (pd) therapy on the homechoice (hc) machine but did not specify the step being performed when the issue occurred. The hp has since had their transfer set replaced. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.